Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There were scratches and rust on the electrical contacts of the video plug. The device history record was reviewed and found no irregularities. Based on the reported information and evaluation result, it was surmised that the reported failure phenomenon was attributed to a contact failure between the subject device and a video system center due to scratches and rust on the electrical contacts. The instruction manual states the corresponding method when there is an abnormality.

Manufacturer narrative:
The subject otv-s7proh-fd does not return to olympus medical systems corp. (Omsc). There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure with the otv-s7proh-fd, the endoscopic image displayed on an unspecified monitor disappeared. The user replaced the subject otv-s7proh-fd to an unspecified similar device to complete the procedure. There was no report of the patient injury other than replacing the device.